Event description:
On august 14, 2006, the lay-user/patient contacted lifescan alleging that his one touch basic meter was reading inaccurately low. The medical affairs specialist (mas) mailed a letter to the patient on august 21, 2006, since he could not be contacted by telephone on two separate days. In 2006, the patient started noticing that his meter's reading were lower than normal. The patient reported readings of "46, 94 and 77 mg/dl" but, it is not known what dates/times the results were obtained. After testing on the reported meter, the patient administered self-care by eating food and/or drinking a beverage. After the treatment, the patient began to feel dizzy and vertiginous. In 2006, the patient went to a hospital where a reading of "154 mg/dl" was obtained on an unidentified hospital device. The patient was also treated with an injection (unknown contents) and oral diabetic medications. He was hospitalized for 1 day. The customer care advocate (cca) noted during troubleshooting with the patient that, he reported meter was not coded properly. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: what readings were expected by the patient at the time of concern, when were the reported meter readings obtained, what is the patient's medication regimen, and was the patient following the regimen before and during the event. In addition, it would have been helpful to know when the symptoms started/ended, if the reading of "154 mg/dl" was taken before or after receiving treatment in the hospital, what other readings were obtained in the hospital, how long the meter was not coded properly, and the exact treatment received and diagnosis from the hospital. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately low. He obtained low readings, self-treated himself by consuming food and/or beverages, and then developed symptoms. The patient indicated that he was hospitalized due to the symptoms and higher blood glucose results obtained in the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.